Event description:
On 10jul2025, an email was received from the johnson and johnson regulatory department with notification of mw5172265. A physician reported a patient (pt) was diagnosed with a corneal ulcer in the right eye (od) "with proper contact lens use" when wearing an acuvue® oasys max 1-day brand contact lens (cl) on (B)(6) 2025. No additional information was provided. On 21jul2025, the physician provided additional information. The pt experienced redness and irritation during lens wear and presented 5 days later "so the ulcer was bigger." The pt has had no corneal ulcers in the past. The ulcer was infectious, was at 10:00 and 1x1 mm with dense infiltrates. The pt was prescribed moxifloxacin hourly for 1 week, then every 2 hours; however, the pt developed a toxic reaction to the medication. The moxifloxacin was decreased to four times daily (qid) "to minimize the toxic reaction" and tobramycin was added every 2-3 hours for "about 2 weeks." The pt was changed to tobradex qid on (B)(6) 2025. The pt is still receiving treatment and has continued eye redness and a scar. Monitoring will continue "for another 2-3 weeks to see if the pt fully heals." The physician stated the scar may affect the pt's visual acuity due to the location, but it has not been confirmed at this time. The pt reported the packaging is "easier to open than the previous product." No additional information has been received. A comprehensive review of the manufacturing records for lot number 4393650102 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.

Manufacturer narrative:
On (B)(6) 2026, the treating eye care professional (ecp) called to advise the patient (pt) has returned to contact lens (cl) wear. No additional information has been received. No additional information is expected. If any further relevant information is received, a supplemental report will be filed, as appropriate.